Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: - please confirm whether two sutures detached and one broke, or whether two sutures broke and one detached during this procedure. I am unsure on how many detached and how many broke. They could not clarify; they only told me they had a needle pop off and had some break as it was being thrown. A manufacturing record evaluation was performed for the finished device batch 10bktx, sxpp2b405-12 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and barbed suture was used. During the procedure, the needle detached completely from the suture during use. The suture also broke in the middle while passing through tissue. A replacement suture was opened to complete the procedure. No adverse patient consequences were reported. Additional information was requested.